Event description:
After passing the pigtail catheter over the guidewire, the physician was unable to remove the wire. Eventually, the wire fractured and unraveled.

Manufacturer narrative:
No conclusion can be drawn. Device discarded - unable to follow up. The device was not returned to merit, and therefore was unable to be evaluated. Mfg documentation was reviewed and no anomalies were noted. Since the device could not be evaluated, no conclusion could be determined. If more info becomes available regarding this event, merit will submit a f/u report. Merit will continue to monitor these types of events for any potential trends.